Manufacturer narrative:
The product has been requested for investigation, and a final report will be submitted when the investigation is complete.

Event description:
Customer reported receiving imprecise meter readings on their freestyle blood glucose monitor within 10 minutes. Results of 501 mg/dl, 111 mg/dl, 116 mg/dl and 296 mg/dl were plotted on the parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.